Event description:
Smith medical cadd cartridge malfunction. Cartridge would not dispense medication. Would only show occlusion. Attempted several different pumps and tubing and priming. Occlusion alarm always occurred and would not administer the medication. Cartridge with chemotherapy medication had to be disposed of and a new cartridge with a new lot number and new chemotherapy was used without difficulty. Product still had chemotherapy in it, so was disposed of in a hazardous waste container and could not be saved to ship to manufacturer.